Event description:
It was reported that the atlan alarmed, no co2 and pressure curve was visible and the patient was not ventilated. The device was switched to man/spont and the patient was ventilated without any problems. No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that the atlan alarmed, no co2 and pressure curve was visible and the patient was not ventilated. The device was switched to man/spont and the patient was ventilated without any problems. No injury reported.

Manufacturer narrative:
The case in question could be reconstructed by means of the log evaluation. It was possible to reconstruct that the last system test, including the leakage test, was carried out on the morning of the day of the incident. 3 procedures followed. Before the case in question, the fourth on this day, no new system or leakage test was carried out. The instructions for use describe that a leakage test or complete system test must be carried out before each patient change. The procedure was started in man/spont mode and continued shortly afterwards in automatic pc mode. A few minutes later, the device issued the ¿ventilator failure¿ alarm. In this case, ventilation can be continued manually using the manual resuscitation bag. The user is notified on the screen to confirm the change of therapy. Fresh gas and anesthetic dosing via the connected vapor are still possible, and monitoring is also maintained. In this case, a safety shutdown of the ventilator occurred because the set inspiratory pressure of 15 mbar was exceeded. In addition, a difference between the inspiratory and expiratory pressure was detected. An increased resistance in the patient branch (circuit/filter) can be assumed as the cause. The circuit and filters were requested but not received. The circuit used is from the third-party manufacturer rüsch. In this system, the inspiratory and expiratory branches are combined in a single tube and separated from each other only by a wall. It cannot be clearly determined whether the pressure surge that led to the safety shutdown of the ventilator is possible, e.g. Due to squeezing. No new findings could be obtained during the on-site inspection of the device. In conclusion, it can be summarized that the device reacted to the detected situation by switching off the fan and issuing a corresponding alarm as specified. No indications of a device malfunction could be found.